Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A surgeon reported that during the phacoemulsification portion of a left eye cataract procedure there was no aspiration and no infusion present. It was reported that incision burns occurred and necrosis of the sclera. Also, it was reported that the viscoelastic had been "stored in a room with controlled temperature and airy". The patient received treatment in the cornea and will need a scleral transplant. Additional information and product samples have been requested for evaluation.